Event description:
It was reported that patient had an infected total hip. Dr (B)(6) revised the patients left hip with a restoration modular.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.